Event description:
An endurant stent graft system was implanted for the endovascular treatment of a 6.4 cm diameter abdominal aortic aneurysm. It was reported that the patient reportedly complained of claudication on the right side. The patient had a thrombosed limb and underwent a femoral-femoral bypass. The physician reportedly felt that the limb occluded due to a tortuous right external iliac which the limb passed through. The physician also stated that it was procedure related. The femoral-femoral bypass reportedly resolved the issue. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).